Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the physician elected to replace the patient¿s generator for normal battery depletion. While in so doing, the physician opted to replace the patient¿s lead due to high thresholds. The patient condition post-procedure was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.